Event description:
It was reported that the right ventricular lead dislodged and exhibited high capture thresholds and unspecified sensing issue. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, ¿abnormal pacing threshold and sensing parameters¿. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The suture sleeve was missing/not returned with the lead. X-ray examination showed that the inner coil at the connector region was slightly over torqued consistent with procedural damage. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. The reported events of ¿abnormal pacing threshold and sensing parameters¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the lead dislodged and exhibited high capture thresholds and unspecified sensing issue. The lead was removed and replaced there were no patient consequences.